Manufacturer narrative:
On (B)(6) 2019 we have requested the device be returned to the manufacturer. To date, we have not received the device.

Event description:
On (B)(6) 2018 the consumer claims the product burnet holes in his couch. Injuries did not occur.